Manufacturer narrative:
Investigation conclusion: the report that the device was programmed to infuse isoin at 10ml per hour. After an hour, 100ml was infused was confirmed in the pcu event log and was found to be the result of programming. The review of the pcu event log identified an infusion of insulin (drug ID 229). The log showed the user selecting ¿standard dose¿ and ¿custom concentration¿. During the programming the user selects a dose of 10 units/hr which calculates the rate to 100ml/hr. The user enters a vtbi of 100ml. With the infusion parameters in this configuration, the infusion completes in one hour. Rate accuracy testing found the device delivering fluids in specification. Device inspection: the source pcu s/n (B)(4) is in good condition. Root cause analysis: the proximate cause of the reported complaint that the device was programmed to infuse isoin at 10ml per hour. After an hour, 100ml was infused is believed to be the result of user programming. Device history review: review of the source pcu s/n (B)(4) service history record showed the device had a manufacture date of 02nov2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 30nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device was programmed to infuse isoin at 10ml per hour. After an hour, 100ml was infused. Although requested, no additional information was provided.